Manufacturer narrative:
Belmont medical technologies requested return of the 3.0 liter reservoirs for investigation, but they have not yet been received. The library/retain sample for this lot was reviewed and no manufacturing issues were noted. The manufacturing batch records for this lot were also reviewed and no anomalies were identified. All 3.0 liter reservoirs are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of complaints for the past three years indicates that this was an isolated incident; additionally, there have been no other complaints related to this lot number. However, without evaluating the implicated sets it is difficult to determine what occurred in this case. The user did not report any harm to the patient. We will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a complaint from the user facility that the spikes on p/n 903-00018p came loose from the tubing on three occasions ((B)(6) 2020, (B)(6) 2020, and (B)(6) 2020), which made it "very troublesome to change fluid/blood bags."